Event description:
It was reported that the dexcom g7 continuous glucose monitor failed to pair with the ilet, resulting in an inability to start sensor communications until customer support guided a toggle between g6/g7 settings and a sensor code update, after which the sensor connected and functioned with acceptable glucose readings. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery and a patient-managed reversion to subcutaneous insulin via pen. Investigation included technical troubleshooting with user education. Investigation of this case revealed that the cgm pairing failure was resolved through corrective configuration and reconnection steps. It was concluded that the event was related to a transient pairing/connectivity issue between the cgm and the ilet that was mitigated by configuration adjustment and reconnection.